Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is an issue with the tower. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? No what was the fluid that leaked? Biohazard did biohazard leak before or after the waste line? Before waste line was the waste mixed with bleach/decontaminate? No was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6) problem statement: customer reported: tower overflowing manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) complaint trend: there are 24 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) investigation result / analysis: per fse report: arrived on site to complete a repair request on facspa iii #x0026 located at covance. Completed the replacement of the male coupling to input side of wash tower filter assembly that resolved the wash tower overflowing issue. Verified instrument operation. The instrument is testing without errors. Returned the instrument to the lab for normal use. Current status of instrument is operational. Service max review: review of related work order# (B)(4) install date: (B)(6) 2009 defective part number: 640521 coupling insert valve work order notes: subject / reported: tower overflowing problem description: tower overflowing cause: clogged fitting work performed: replaced fitting solution: replaced fitting returned sample evaluation: did not request return of broken fitting manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes/no hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide risk control:_alarp mitigation(s) sufficient yes/no root cause: based on the investigation result and the fse¿s comments the root cause was clogged fitting conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the tower overflowing.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is an issue with the tower. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? No what was the fluid that leaked? Biohazard did biohazard leak before or after the waste line? Before waste line was the waste mixed with bleach/decontaminate? No was the customer/bd personnel physically in contact with the fluid? No.